Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 6 colony forming units (cfus) of coagulase negative staphylococcus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is enzymex l4 franklab and the automated endoscopic reprocessor (aer) used is steris/cantel isa. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is intercept+ and the aer disinfectant is a and b rapicide pa. The manual detergent is enzymex l4 franklab and no manual disinfectant is used. The instrument/suction channel, suction cylinder, and instrument channel port were brushed using asept inmed ref: 201790 manual brushes. The storage practice is using an esset cantel drying cabinet with the scopes placed horizontally, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The aer was cultured and found less than 1 cfu of microorganisms. The inside of the tanks were sampled. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: sep 22, 2022: sampling from: all channels cfu: 8cfu bacterial identification: gram positive bacteria, coagulase negative staphylococcus, acinetobacter species after device reprocesing acording to the device instructions for use (IFU) oct 11, 2022: sampling from: all channels cfu: <1cfu bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.